Event description:
It was reported that pump displayed a malfunction alarm after customer suspected pump might have gone through an x-ray during airport security. There was no repoprted adverse impact to the customer¿s blood glucose level. Technical support helped customer reset pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any further malfunction alarms occurred; customer acknowledged and understood these instructions.